Event description:
On or around 03/28/1998 the account reported an erratic creatine kinase-myocardial bands result of 15 ng/ml, which was run on the axsym analyzer. According to the account, an error message was not given to warn the user. When later sample results did not match the erratic result, the sample was retested and gave 0.0 ng/ml. The pt has been discharged. No report of injury.